Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is not provided when asked. Model number is not applicable with the exception of serial number as the device is manufactured by prescription. Inplanted/explanted is not applicable as the device is manufactured by prescription not implantable. Unable to locate original prescription.

Event description:
It was reported that the patient had an allergic reaction from the occlusal guard after the first use. The patient reports having an allergy to iodine, penicillin and polyester. The patient was presented with the device on (B)(6) 2020. The patient used the device on (B)(6) 2020 with the reaction occurring on (B)(6) 2020. The patient describes his reaction as a swollen face. The mouth and lips were affected. The patient notes that it was difficult to remove the device. The device is no longer in use. It is unknown how long the reaction remained after use, the patient is using an otc (over the counter) product and is said to be fine. With regard to the device: the provider notes following the directions provided by the manufacturer.

Manufacturer narrative:
The device has been returned, and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. Supplier (erkodent) reviewed the associated material lots and confirmed no manufacturing deviation or abnormality. Lot# e-prob 5.0-11229 (erkoloc-pro) was manufactured from 03/27/2018 and was assigned with 4 years expiration. A root cause for this complaint cannot be explicitly determined. IFU 9091 rev 3.0 (comfort h/s bite splint instruction for use) states to use only clear, cool water to wash the device. IFU provides warning "do not clean or soak in mouthwash; do not use denture cleanser, hot water, alcohol, hydrogen peroxide; do not place in direct sunlight". It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per the reported information, the patient is allergic to iodine, penicillin and polyester. Supplier erkodent reviewed the incident details and determined an allergic reaction could not be ruled out. Glidewell research team and namsa conducted a series of testing on a similar thermoformed sleep device following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test article was thermoformed with layers of erkodent material (erkoloc-pro and erkodur). The test results were listed below and summarized in biocompatibility report for sleep device (rpt 9733 rev 1.0) · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin of the animals treated with the test article. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. The device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles